Event description:
New information indicates that noise over-sensing occurred and the low atrial impedance was also a pacemaker issue.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination and visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-16271. Related manufacturer reference number: 2017865-2023-16278. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination revealed an epi alert and signal artifact on the patient's pacemaker, signal artifact and low pacing impedance on the patient's right atrial lead, and signal artifact on the patient's right ventricular lead. The products were explanted on (B)(6) 2023. The pacemaker was replaced. The patient was stable throughout.